Event description:
Voluntary medwatch received states that the patient presented for a device replacement. It was noted that the right atrial lead exhibited noise oversensing, which resulted in several atrial tachy response (atr) episodes. The lead was replaced. There were no patient consequences.